Event description:
It was reported that the ilet battery charger did not charge the device; the cable appeared functional, but the charging pad intermittently blinked and would not remain on, consistent with a charging problem of the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charging function of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.